Event description:
On 4/7/1998 at approximately 3:00 am, the resident was discovered by facility personnel unresponsive, without vital signs, fallen out of bed, neck entrapped between bed-bar and mattress, resulting in: cause of death by medical examiner: strangulation.